Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. Malfunction was suspected. The patient¿s leads were not fractured nor bent. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was not getting coverage and was experiencing over stimulation when lying or sitting in different positions. It was noted that one of the patient's leads was completely damaged and had multiple impedances. The patient will undergo a replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not getting coverage and was experiencing over stimulation when lying or sitting in different positions. It was noted that one of the patient's leads was completely damaged and had multiple impedances. The patient will undergo a replacement procedure.

Manufacturer narrative:
Sc-2317-50(sn (B)(4)): device evaluation indicated that the impedance measurement revealed all 16 channels are open. An x-ray inspection found 14 cables fractures at the kinked sections of the lead body where a clik anchored, and no cables are exposed. Moreover, the cables were rolled up at the y-junction of two proximal tails, and cables were broken and exposed. Sc-2317-50 (sn (B)(4)): device evaluation indicated that the visual/x-ray inspections and impedance test were performed and found no anomalies. Sc-4316 (sn (B)(4)): device evaluation indicated that both clik anchors have damaged eyelets, and silicone material is missing from those eyelets.

Event description:
A report was received that the patient was not getting coverage and was experiencing over stimulation when lying or sitting in different positions. It was noted that one of the patient's leads was completely damaged and had multiple impedances. The patient will undergo a replacement procedure.